Manufacturer narrative:
One (1) used list #unknown, needle; lot #unknown. One (1) used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #11957792. One (1) used. List #unknown, terumo 10 ml syringe; lot #unknown were received for evaluation on 1/10/24. As returned, the fluid in the syringe that was connected at the female luer end of the used ch2000s-c spinning spiros was pressured such that the entire fluid path was pressured. No fluid leakage was able to be replicated as returned. The used ch2000s-c spinning spiros was disconnected from the syringe and luer needle hub and pressure leak tested. No leakage was observed in either the activated or unactivated positions. Internal leakage was confirmed within the used ch2000s-c spinning spiros, however, after return the leakage was unable to be replicated or confirmed. The ch2000s-c spinning spiros met dimensional and leakage expectations outlined in the product performance an design specifications. The probable cause of the leakage cannot be determined. Lot history review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Distributor contact information (B)(4).

Event description:
The event involved a spinning spiros® closed male luer, red cap which the reporter stated the chemo drug leaked from the spiro during patient infusion of trastuzumab chemotherapy. There was patient involvement, but no harm was reported as a consequence of this event.